Manufacturer narrative:
Zimmer biomet complaint (B)(4). If explanted, give date: it was reported the revision took place on or around (B)(6) 2018. Medical product: opm pekk cranioplasty catalog #: ni lot #: ni, unknown screws catalog #: ni lot # ni. Therapy date: on or around (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately a month and a half after implantation of a patient matched cranioplasty implant, the patient returned with swelling. The surgeon opened the cranial flap during a revision and found the plates used to fixate the cranioplasty implant were broken. He removed and replaced the broken plates. The nurse advised the hospital could not confirm that the patient experienced a fall or blunt trauma. The cranioplasty implant was not impacted by the plate fracture. A picture was provided of the plates, there appears to be portions of three broken plates. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of a photograph. Visual inspection and functional testing could not be performed due to the products not being returned. Based on the photograph provided, there appears to be at least two plates that have fractured. There was no additional information to explain if the patient experienced a fall/trauma. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).